Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Two little pieces of white plastic were floating in the patient''s eye. Particles were removed by the surgeon during surgery. No patient injury. No product available.